Manufacturer narrative:
(B)(4). The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt expired following a suspected system controller failure, subsequent CPR and was diagnosed brain dead. According to the pt's wife, the pt had a red heart alarm and attempted to exchange his system controller with his backup system controller. Ems was called and the pt received CPR because he failed to exchange his system controller. Lvad support was re-established, but the pt was diagnosed brain dead. The system controller will be returned for analysis. (B)(4).